Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been high and not able to be controlled. The contact had ruled out all other variables and believes the pump is the cause of the high bg level. Insulin injections were used to address the high bg level.